Event description:
Reporter alleged obtaining a discrepant blood glucose result of 37 mg/dl at 3:35 am back to back with a result of 78 mg/dl at 3:37 am on the compact plus system. Reporter also alleged obtaining additional results of 103 mg/dl at 3:51 am, 9 mg/dl at 3:56 am, 105 mg/dl, 108 mg/dl at 3:59 am, and 114 mg/dl at 4:00 am on the same system. Reporter stated she drank orange juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.